Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with the insulation properly placed and securely fastened. Upon evaluation the jaw fully opened and closed and appeared to be in proper alignment. The insulation able to be removed, but only with excessive force. The device history record was reviewed and no discrepancies were noted. No conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during an abdominal surgery the black sheath slipped off the device during surgery and was retrieved from the abdomen. The piece was slipped back on the device and the device was packaged. The procedure was delayed, although the amount of time was not reported. The patient was reported to be doing "ok." Additional information was requested, but no additional information was provided.